Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) complained of a burning sensation in the device pocket during pacing. At a follow-up, a complete loss of capture was reported, and the patient complained of pain which increased with higher outputs.